Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. During the device inspection, it was observed that the image was noisy sometimes due to deformed light source socket 2 on the real panel. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The investigation findings and conclusions for the pae found in the estimation were added. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the imagen was noisy sometimes due to deformed light source socket on the real panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had occasional black images with an octagonal frame of the image. The issue occurred during preparation for use in a diagnostic gastroscopy procedure. The facility restarted the device and finished the procedure with the same set of devices. There was no procedure delay reported and the patient was not under anesthesia. There were no reports of patient harm.